Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient needed MRI of the brain. The caller stated that the patient said the scs is"no longer functioning". The caller had no additional info to provide besides the fact that the patient no longer has her programmer and her sister, who used to take care of the scs, passed away. No symptoms were reported.